Event description:
A customer observed negatively biased total b-ncg results on multiple samples from one patient. One of the results was reported and questioned by the physician. Biased results of the magnitude and direction observed might lead to inappropriate physician action. There was no report of patient harm as a result of this event.